Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced a blood glucose (bg) of 400 mg/dl with nausea and a headache after the pump lost power while she was sleeping. The patient reportedly continued to use the pump after it powered back on and her bg came down to 180 mg/dl after giving a correction via the pump. The patient stated that there is a crack in the battery compartment and the battery cap will not secure appropriately to the pump. The patient denied any corrosion in the battery compartment, and confirmed that the yellow o-ring on the battery cap is visible. The patient remained on insulin pump therapy but stated that the pump has rebooted several times. The battery cap reportedly has never been replaced and is original to the pump from (B)(6) 2011. The user guide instructs the user to replace the battery cap every three to six months. The alleged malfunction is not likely to cause an adverse event as a damaged battery compartment is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because, the patient allegedly experienced hyperglycemia while using a pump that was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.